Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified. Note: through standard troubleshooting procedures of the analyzer, the replacement of the two malfunctioning parts (trigger pump and wz manifold with valves) resolved the issue.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive b-hcg results on the architect i2000sr analyzer. The following data was provided: sample 1: (B)(6) 2016, initial 11.51 miu / ml repeat <1.2 miu / ml. Sample 2: (B)(6) 2016, initial 4.51 miu / ml repeats 9.03 miu / ml, <1.2 miu / ml. Sample 3: (B)(6) 2016, initial 9 miu/ml, repeat < 1.2 miu/ml. There was no impact to patient management reported.